Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
On (B)(6) 2025, a merit employee conducted a pmcf review for the merit medical temno act product family. Customer reported that following a lung biopsy performed with an adjustable coaxial temno¿ (act) biopsy needle (18g × 15 cm) and 17g coaxial introducer, the patient developed a pneumothorax requiring medical management. No device malfunction was reported.